Event description:
It was reported the pt is experiencing ineffective stimulation. The sjm rep met with the pt and reprogramming was unable to resolve. Diagnostic testing revealed impedance readings were within normal ranges. Fluoroscopy images did not reveal any abnormalities. The pt is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.